Event description:
Prior to case, scrub tech was loading screw onto quick turn driver and the tip of the inner shaft broke off in the screw head.

Manufacturer narrative:
Method: device not returned;results: the parts in association to this pi were disposed of by the hospital and not available for examination. Manufacturing files could not be reviewed because no lot number was provided. The instrument was reported to have been used for about 200 cases.conclusion: the likely root cause normal wear of the instrument.

Event description:
Prior to case, scrub tech was loading screw onto quick turn driver and the tip of the inner shaft broke off in the screw head.